Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing found that the latch lock flex sensor was faulty. The flex sensor was replaced to resolve this issue, along with the latch lock mechanism.

Manufacturer narrative:
B3: april is the reported month of the event, but exact day not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a cassette sensor error occurred. There was no patient involvement.